Event description:
It was reported that a pt sustained a burn on the right distal femur after an mr scan of the left hip with an optima mr450w. The pt was positioned feet first and supine with her arms at her sides. The pt sustained a second degree burn that was 4 cm. Based on hosp f/u with a pt warming questionnaire, the hosp stated that the pt was padded away from the bore or to prevent skin to skin contact and looping.

Manufacturer narrative:
A ge healthcare local field team was dispatched to the customer site to obtain scan specific info and investigate the environmental conditions. The investigation focused on four main areas: environmental: (including cooling equipment, pt air cooling plus the mr scanner error log). Surface coils/accessories: (surface coil/ECG checks). Sys/image quality: (sys level testing to check for sys failures). Pt monitoring: (pt alarm and rf safety monitor checks). Visual inspection and the test results for the MRI sys show no issues that caused or contributed to the burn. The sys was determined to be functioning within specs. The device labeling was reviewed and the working safely section of the mr safety guide 2381696-100, rev 11, defines proper pt positioning and padding to prevent warming during MRI scans. The cause of the burn could not be determined. No further actions are planned at this time.